Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's pump began emitting loss of prime alarms beginning two months prior. The reporter claimed that the pump was no longer emitting a loss of prime alarm when loss of prime occurred. The reported stated that the cartridge cap looked fine, but kept spinning and that the threads in the cartridge compartment were worn. The reporter alleged that the patient 's blood glucose had been affected by going high due to the pump's random loss of prime. The reporter was unable to give an exact blood glucose level, but stated the high blood glucose was treated by re-priming the pump. The reporter did not report that the patient had any symptoms of hyperglycemia. This reported bg excursion does not meet animas criteria for adverse event reporting. This complaint is submitted for the alleged issue of the pump no longer emitting a loss of prime alarm when a loss of prime occurs.

Manufacturer narrative:
Animas has conducted areview of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, anevaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
The pump has not been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.